Event description:
It was reported that one day post-implant exit block was noted on rv lead. The lead was explanted and replaced. Patient was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.